Event description:
Literature was reviewed regarding ¿operative technique: sutureless type ii hybrid arch repair for acute type a aortic dissection¿ the time frame of this study was over a one year period. 19 patients underwent sutureless type ii hybrid arch repair for acute type a aortic dissections. In one case an endurant ii limb was used for innominate artery reconstruction. Valiant stent grafts were implanted in eight patients to bridge the four branch graft and descending aorta. The following adverse events occurred: ischemia, pneumonia, dissection, infection, intervention. No further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿operative technique: sutureless type ii hybrid arch repair for acute type a aortic dissection¿ chang jc-h, huang s-m, hii I-h, cheng c-f, lu p-c, cheng y-t interdisciplinary cardiovascular and thoracic surgery 2025, 40(4), ivaf081 https://doi.org/10.1093/icvts/ivaf081 a.2 & a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.